Event description:
Supplemental report

Event description:
The customer reported the ventilator would not operate on ac power. The customer reported the ventilator was not in use on a patient, therefore, there was no patient involvement or harm. The manufacturer's service technician could not duplicate the reported problem. Review of the device diagnostic log also indicated a +24/+-12 volt power failure occurrence. The service technician replaced the power supply to address the reported problem. Applicable final testing was completed and tests passed per operating specifications. Analysis of the power supply revealed a malfunction that may result in the unit shutting down during operation with an active backup alarm when ac power is restored.